Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was failed to power up. A field service engineer (fse) verified the power cords, cable connections and found intact. Fse found faulty half height cubie drawer preventing the station from powering up. The cubie drawer controller board was replaced, and testing confirmed that the station powered up successfully with full access to all drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system displayed a black screen and appeared offline in remote support service (rss). Customer tried to reboot and unplug and re-plug the power cable, but issue doesn't resolve. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.